Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; aspirin, carvedilol, clopidogrel, advair inhaler, finasteride, keppera, silodosin, lovastatin, montelukast, pantoprazole, tamsulosin and testosterone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. Around (B)(6) 2016, a follow-up computed tomography scan reportedly showed evidence of a proximal type I endoleak. It was reported the cause of the proximal type I endoleak was neck dilation and one side of the trunk-ipsilateral leg component did not appear to be apposed to the proximal neck. There was no reported evidence of aneurysm enlargement or device migration. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. An aptus endosystem was used in an attempt to obtain better proximal wall apposition with endostaples. After seventeen endostaples were placed in the proximal neck, angiography showed resolution of the proximal leak. As it was reported the device had not migrated, there was reportedly no room for proximal extension using an additional device. The procedure was concluded. No further adverse events were reported, and the patient tolerated the procedure.